Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced difficulty turning the luer connector to lock the cartridge into place and noted that this issue had been occurring more frequently. It was confirmed that the device was being rewound prior to cartridge insertion. The patient was advised to attempt using an alternate box of luer connectors and to monitor whether the issue persisted, with instructions to call back if difficulties continued. Blood glucose was not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.